Event description:
The haptic was found to be damaged after the lens was implanted into the eye. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.